Event description:
The account alleged that the bed functions from the right head siderail are working intermittently due to the siderail cable being cut. The account stated that bare metal wires were visible.

Manufacturer narrative:
The account replaced the right siderail cable and caregiver overlay to resolve the problem with the bed functions working intermittently from the right head siderail.